Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that unstable angina and restenosis occurred. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 99% stenosis, and was 20mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00x20mm promus element ¿ drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. Five days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was presented with unstable angina and was hospitalized on the same day. Twelve days from the onset of symptoms, coronary angiography revealed 80% stenosis in the mid rca which was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Medication was given to treat this event. One day post procedure, the event was considered to be recovered/ resolved. The following day, the patient was discharged.